Event description:
It was reported that the surgeon performed a revision surgery for a patient who had an open reduction internal fixation (orif) of the right olecranon on (B)(6) 2013. X-rays were taken post-operatively from initial surgery on (B)(6) 2013. The x-rays taken on an unknown date prior to revision showed a non-union and some of the variable angle locking screws backing out of the plate. During the revision surgery on (B)(6) 2014, the surgeon noticed one of the screws that he removed had a gouge with a fragment missing. The surgeon removed all fragments. The plate and an unknown number of screws were removed. The surgeon implanted a different 3.5 locking compression plate with an unknown number of screws. It was reported that the surgery was successfully completed without delay. This is 1 of 3 reports for (B)(4). This report is for the unknown locking compression plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date unknown as the event is the due to a nonunion. This report is for an unknown locking compression plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Correct from no device problem incorrectly reported on initial report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 15 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The product development evaluation was performed on the returned device. (B)(4). The designs were found to be suitable for their intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.